Event description:
An altitude alarm was reported for a pump, which led to a temporary suspension of insulin delivery. There was no adverse impact on the customer¿s blood glucose level, with measurements not exceeding 500 mg/dl. Technical support guided the customer to clean the pump's speaker holes and attempt to resume insulin delivery by removing and reconnecting the cartridge. When these steps were unsuccessful, the customer was instructed to load a new cartridge, after which insulin delivery resumed successfully without further alarms. The pump returned to normal operation following these actions.